Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "deflation." Device remains implanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed one opening crack in the diaphragm valve side assessed as cracked valve seat diaphragm valve. Additional observations: crease fold observed on the device. Wear abrasion observed on the device no further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side "deflation." Device has been explanted and replaced.